Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was blacked out. A field service engineer inspected the device and found all pockets in auxiliary drawer 5.1 not detected due to a failed drawer controller board, confirmed with a multimeter. The board was replaced, and hardware test application (hta) test passed. Additionally, lights, cables, and debris were checked, and the customer verified full device functionality in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system screen was blacked out. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. There were no adverse events or injuries reported based on this event.